Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. The reported service error code occurs during power on self test (post) when a battery is at lower battery voltages. The intermittent issue can be resolved by switching to a fully charged battery and recharging the low voltage battery. There is no indication of a product malfunction. Will continue to trend for future occurrences.

Event description:
Patient called in to report that the wcd system is showing wrench and alerting the patient to "call the assure line, your device needs service." The patient further reported of service error code. There was no patient injury or adverse event. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.